Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 144 mg/dl. The customer stated that the screen is cracked and it is hard to read the screen. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump received with minor scratches on lcd window. Device received with scratched casing, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay and damaged keypad overlay texture.